Event description:
It was reported that non capture was observed on the left ventricular (lv) lead and dislodgement was confirmed. The lv lead was capped (B)(6) 2023 and replaced. The patient was stable.